Manufacturer narrative:
Date of event: (B)(6). Date of report: 30aug2019. The manufacturer's field service engineer (fse) was able to confirm the customer's complaint. The customer reported replacing the touchscreen to resolve this issue. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the touchscreen acts as if something is touching it. No patient or user harm was reported.